Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user has high glucose value.

Event description:
Customer complains of hi results. Customer states he is experiencing symptoms of thirst, blurry vision, frequent urination and headache. Customer was advised to seek medical attention. Customer is concerned with: true result hi (B)(6) 2015 04:37:00 pm fasting. The customer's expected blood results are 200-400mg/dl fasting. Verified the strips expired 7/21/2018. On (B)(6) 2015, a 24 hour call back to the customer. Obtained the most recent 5 glucose results from the meter memory: 394mg/dl-(B)(6) 2015-9:25pm-fasting. 406mg/dl-(B)(6) 2015-6:44pm-fasting. 582mg/dl-(B)(6) 2015-5:50pm-fasting. Hi-(B)(6) 2015-4:30pm- fasting. Hi-(B)(6) 2015-2:30pm-fasting. The customer confirmed he did not seek any medical attention on (B)(6) 2015. He had taken 35 units of insulin when he got the hi and tested 1 hour and a half later and the result was 582mg/dl. He stated he then went to bed and had a good night sleep. Customer was advised the hi blood result means his glucose could be over 600mg/dl. The customer is still having the symptoms of high blood results and he may seek medical attention. He has not had any changes in his diet but he knows he is not eating the correct food that he should be eating.